Event description:
The customer reported that the system intermittently would track to 120kv and maximum ma and display a dark image on the monitor. When they rebooted it would be fine. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and calibrated the fluoro functions board, the power supply one and the charge coupled device camera. The system was tested and found to be working as intended and put back in service.